Event description:
Two endeavor sprint drug eluding stents were implanted during the index procedure to the lad. Gi bleed reported to have occurred approximately 5 months index procedure. Patient was treated with a blood transfusion and was discharged 3 days later. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation codes: results inherent risk of procedure (haemorrhage) evaluation codes, conclusions: inherent risk of procedure (haemorrhage). (B)(4).